Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced an occlusion alarm consistent with obstruction of insulin flow while using an infusion set with contact detach, after which they disconnected from the pump and transitioned to multiple daily injections; blood glucose was reported as 400 mg/dl at the initial event and 345 mg/dl when contacting support, and the issue resolved following a full supply change and guided reconnection, with the device component implicated as the connector/coupler. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included unexpected medical intervention in the form of insulin administration by injection. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an obstruction of flow associated with a component issue at the connector/coupler and a deformation problem consistent with an occlusion condition. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.